Event description:
Boston scientific received information that this patient was having a heart transplant. The physician programmed tachycardia mode to off. Electrocautery was used in close proximity to the device which caused the device to revert to safety mode and the surgeon received a shock. A boston scientific technical services consultant discussed the clinical observations with the caller and stated that the device may not have gone into safety mode if it had been programmed with electrocautery protection. The physician stated the patient will no longer need this device with his new heart. The device was removed from service without further incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device is expected to be returned for testing. This product issue will be updated when additional information is received.

Manufacturer narrative:
(B)(4). Additional information was received stating this device will not be returned for testing. This product issue will be re-evaluated if additional details are received.